Event description:
It was reported that when patient presented to the clinic for follow-ups, two separate occurrences noted low hv lead impedances. Chest x-ray was performed with no anomalies found. Patient is scheduled for another follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.